Event description:
It was reported to tyco healthcare/kendall on april 6, 2007, that a customer had a problem with a foley catheter. The customer stated, the catheter was placed on 3/19. About 10 days later, the nurse attempted to deflate the balloon, only 0.135 onz came back to the syringe. The ballon was deflated by puncture to bladder under ultrasound echo.